Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that audio tones and alert vibrations can be detected. It was also reported that the blank display issue occurred after the pump was dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:the pump powered on with a blank display screen. The display screen was found to be cracked. The display screen was replaced with a test screen and display screen functionality returned to within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.